Manufacturer narrative:
The device was received for analysis. A visual inspection was performed on the returned unit, along with a review of the device history record (DHR) for the reported lot number. Per the DHR review there were no reworks, special conditions, or related nonconformity reports (ncrs) for this lot. The lot met the process specifications prior to release. At this time the eval is still in progress. Results will be provided once completed. Our investigation and eval are currently in progress; therefore, a conclusion is not yet available. Once completed a follow up report will be submitted. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.

Event description:
Fill volume: 230 ml. Flow rate: 5 ml/hr. Procedure: chemotherapy. Cathplace: IV port, right chest area. (Please refer to 2026095-2014-00137/comp-(B)(4) (b), 2026095-2014-00136/comp-(B)(4), 2026095-2014-00135/(B)(4)(a). Report 1 of 4. A pharmacist called to report that a pump finished too fast on a pt. It was expected to infuse in 46 hours and it finished in 36 hours. The pump's infusion started on (B)(6) 2014 at 4:20 pm and the infusion stopped on (B)(6) 2014 at 5:00 am. The pump is completely empty now. Pt did not experiences any consequence and is reported to be doing fine.